Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond, and now the wake button has stopped functioning completely. Reportedly, the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for continued insulin therapy.